Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent leads repositioning procedure and was doing well postoperatively. The leads remained implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7129034/7093704/7094199.